Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm. The aortic neck is 16 mm long measuring 24 mm proximally then 26 mm, 22 mm and 25 mm distally, it was calcified on the left wall. The aneurysm measures 60 x 55 mm. It was reported that this was a very difficult case in a non-open candidate. The neck was severely calcified and also had a large thrombus burden on the right wall. The iliacs were severely calcified with severe tortuosity. The device got stuck about 2 cm from the renal arteries, during insertion. The physician subsequently ballooned the neck with a reliant balloon from the contralateral side. This enabled the stent graft to be deployed in the proper position, and the delivery system was successfully removed. After placing the limb on the left and then extending the right with an endurant stent graft, and ballooning, the angio revealed a leak, presumed to be type I. It was a fairly small leak and did not appear immediately, nor was it a jetting but more of a blush. The physician re-administered 5,000 units of heparin about 5 minutes before completion angio. The physician will monitor the patient. No clinical sequelae were reported, and the patient status is fine. A review of returned films pre-implant shows severe calcification and thrombus present in the neck, aneurysm and iliac vessels, which were also very tortuous. The endoleak could not be evaluated (no post-implant films were returned), however it is likely that the patient's anatomy contributed to the presumed proximal type I endoleak.

Manufacturer narrative:
Evaluation, method: (film evaluation), evaluation, results: (B)(4) inherent risk of procedure (endoleak), (B)(4) patient's condition affected effectiveness of device (calcified and thrombosed neck likely contributed to the type I endoleak). Evaluation, conclusion: (B)(4) device failure/lack of effectiveness related to patient condition (calcified and thrombosed neck likely contributed to the type I endoleak).